Event description:
It was reported that the patient received multiple therapies within a two day period and the device reached eri. Programming changes were made and a second calculation was performed and the device longevity returned to two years until eri. Premature battery depletion was suspected. Device remains implanted. Patients condition was stable.